Manufacturer narrative:
Result: the penumbra system 5max reperfusion catheter (5max) was fractured and unraveled approximately 107.5 cm from the hub. The 5max was ovalized in two locations near the hub. Conclusion: evaluation of the returned device confirmed that the 5max distal shaft was fractured. If the 5max is forcefully withdrawn against resistance this type of damage may occur. Further evaluation revealed that the 5max was ovalized in two locations near the hub. If the catheter is manipulated at extreme angles during use, this damage may occur. The non-penumbra sheath mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max reperfusion catheter (5max). During the procedure, using a non-penumbra sheath, the 5max broke into two pieces approximately 10cm from the distal tip in the right internal carotid artery (ica) of the patient. The physician made no attempt to retrieve the distal tip of the 5max from within the patient, and the procedure ended at this point. There was no report of an adverse effect to the patient.